Event description:
It was reported via repair work order that the bed alarm was not functioning in room and at nurses station due to malfunction nurse call pc board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.